Event description:
According to the info received, an attorney submitted a complaint stating "my client was injured when the urinary catheter leg bag was sealed and urine was not allowed to enter the bag." Per follow up 1..add'l info received regarding the type of leg bag and model number.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed. No files attached.